Manufacturer narrative:
The srt-100 system used to deliver therapy operated within its normal design parameters. No issues associated with this system have been noted during the initial review manufacturing testing, inspection, installation, and servicing records. The device has been maintained and an inspection by service personnel showed the device operating within normal parameters with no anomalies.

Event description:
On (B)(4) 2019, sensus healthcare became aware of a patient that is undergoing treatment after receiving srt treatment on the left distal calf. The doctor reports state the patient received srt to treat basal cell carcinoma. Patient developed a wound/sore at the site.